Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing lower fill estimate than caller anticipated. There was no reported impact to the customer¿s blood glucose level. Caller was educated to remove air from cartridge before filling, acknowledged instructions, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if necessary.